Manufacturer narrative:
Results: sbdm received one complaint sample of syringe 50ml 18g x 1-1/2 from the customer and one photograph. It was noticed that the barrel tip of the complaint syringe was damaged. As sbdm checked tip of the complaint sample received, it was discovered to be damaged. Based on pir information there is no lot information in this complaint case, sbdm took a leakage test with 5 lots of the same product house samples in sbdm which were manufactured from before the complaint date (aug. 2nd to nov. 9th, 2017), there is no leakage occurred among them. According to leakage test method specified in iso594-1/594-2), sbdm checked manufacturing records such as syringe (50ml 18g x 1-1/2) worksheet / in-process inspection report/product test report, there is no abnormality in them. Sbdm took the complaint sample, assembled it with needle and performed leakage test according to iso 594-1, the test result showed that there was no leakage occurred. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation and analysis on the complaint case (cracked syringe barrel tip), sbdm suppose that the root cause of tip damage is that ejector of syringe barrel mold was pushed out so hard that it damaged the complaint barrel tip part. No bd CAPA is required;however, supplier CAPA-17-041 was initiated to investigate this issue.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd¿ syringe with needle the drug leaked between the syringe and the needle. There was no report of injury or medical intervention.